Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy when firing on the right superior lobe bronchus, there were some staples poorly formed, it did not form b shape. It was reported that the handle fired in slow mode from the middle of the procedure and when they fired the reload the tissue was a little stiff to fire with the stapler and staples poorly formed. There were two parts which had poor formation, where the staple became two rows, but there was no air leak and no action was taken. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Reload was fully fired. Staple pushers were visible at the zero cut line. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. The jaw was biased to one side. Cartridge pushers were sub-flush along the 2-3cm cut line. Staple strikes were visible on several anvil buckets, and they were well-centered, indicating proper alignment with the cartridge. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.